Event description:
Boston scientific received information that patient implanted with this implantable cardioverter defibrillator (ICD) has switched follow-up clinics. The health care professional (hcp) contacted boston scientific technical services (ts) regarding a longevity calculation and concerns about the (B)(6) 2007 shortened replacement window advisory. The hcp did not have the monitoring voltage at 27 months of implant. The current monitoring voltage is 2.58 and charge times were 8.4 seconds. Ts discussed bringing the patient in for a device memory download and implications for this advisory. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. There is no additional information available at this time. Should additional information become available, this report will be updated.

Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.